Event description:
It was reported that "the balloon was found ruptured before use." No patient injury was reported.

Manufacturer narrative:
One fogarty embolectomy catheter without any attached components was returned for evaluation. Blood was observed on the proximal side of the balloon along the proximal winding. The customer report of balloon inflation issue was confirmed. The balloon did not inflate due to leakage from four pin holes at the distal area of the balloon latex. The spring tip was received twisted and stretched. This condition may occur when a pull force of 0.7 lbs on the inflated balloon (per IFU) has been exceeded. There was no damage to the windings and catheter body observed. Balloon inflation test was performed using lab bd 5 cc syringe with 0.6 cc air by holding the balloon under water. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.